Manufacturer narrative:
H3: product analysis found that the customer's complaint has not been confirmed. The nim vital patient module has been received in good condition, no deviations have been found. The top enclosure is damaged. The current software is v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for thyroid surgery that the device had fault detected. Troubleshooting was performed with the team in the or couldn't pass over this problem after checking the connection and rebooting the nim. Procedure was completed without nerve monitoring. There was no patient impact.